Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis event was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unknown date, the patient was discharged from the hospital. The patient was not able to afford the prescribed antibiotic treatment after discharge and, as a result, the patient never fully recovered from the peritonitis event. The action taken with pd therapy was not reported. Additional information was not available.